Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, close latch, and downstream pressure check were performed. According to the investigation, the reported problem regarding alarm when latch closed was duplicated. During testing, an alarm for "cassette not attached properly" sounded when latch was closed. The investigation reported that in the mu, the pump showed a shorted downstream occlusion sensor. The pump dso sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump is alarming when the latch is closed. There was no patient present at the time of the event. There were adverse events reported.